Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this pacemaker had been taken out of storage mode prior to being implanted, and had reached end of life; therefore, the device was not used. There was no patient involvement.